Event description:
A staff person placed the bovie grounding pad on the patient and plugged it into the bovie generator in preparation for the procedure. The staff person plugged the white cautery monopolar cord into the blue circle bovie adaptor and felt a shock. The bovie generator was removed. The white monopolar cord was removed and a new cord was opened. The staff person had a burn with open skin on the left thumb. No injury to the patient.